Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 24 mmol/l at the time of incident the customer was assisted with troubleshooting. The customer was treated with needle for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer was alleging possible pump for under delivery. Customer stated that the drive support cap appears normal. Customer stated that tubing was normal and no air bubbles in tubing and champagne bubbles in the reservoir. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. The customer stated that they declined to performed high pressure test. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.